Manufacturer narrative:
During negative prep of the cypher stent delivery system prior to use, the physician reported the stent felt loosely mounted on the balloon. Accordingly the product was not clinically used. Per the instruction for use, negative pressure should not be induced prior to placement of the stent as this may cause premature dislodgement from the balloon. Based on the limited information available, it appears that procedural factors may have contributed to the loose stent. However, it is not possible to determine what may have contributed to the additional findings noted on the product analysis. The product was returned for analysis. The complaint for "stent loose on balloon" was confirmed. The stent is still inserted over the balloon and both ends of the stent had slightly uplifted struts. Brownish dry stains are visible on the balloon surface. Bend-type kinks were also visible in the hypotube and just distal to the hypotube transition zone proximal to the tip. The exact cause for the reported loose stent complaint could not conclusively be determined. The customer reported that: the balloon was negatively prepped or on suction prior to the physician noticing that the stent was loose. The device was prepped while still inside the plastic loop housing." The instructions for use 10056734 rev 7, section 13.4 for this device clearly indicates: do not apply negative or positive pressure to the balloon during the delivery system preparation. The device lot history review revealed no related anomalies and the lot met quality requirements.

Event description:
The following report was received from the field: before the physician inserted the device into the patient he (felt) noticed the stent was loosely mounted on the balloon. The balloon was negatively prepped or on suction prior to the physician noticing that the stent was loose. The device was prepped while still inside the plastic loop housing. There was no reported patient injury. Evaluation of the returned product revealed distal and proximal stent strut uplift.